Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. H3 other text : see h.10.

Event description:
It was reported that 2 bd insyte-n¿ IV catheters' tips were damaged and breaking off. The following information was provided by the initial reporter: "it was reported that the clinician noticed that the plastic cannula tip appeared to be breaking off.".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd insyte-n¿ IV catheters' tips were damaged and breaking off. The following information was provided by the initial reporter: "it was reported that the clinician noticed that the plastic cannula tip appeared to be breaking off."